Manufacturer narrative:
Implant regio 35 fractured. Construction was a single crown placed on the implant bone loss following implant instability caused by patient related periimplantitis is documented. Implant fracture was caused by mechanical overloading after 10 years in situ. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.